Manufacturer narrative:
(B)(4). Concomitant medical products: 211226, compr srs ic seg - 90mm, 067980; 211250, compr srs 50mm dst hml bdy lt, 155910; unknown, unknown discovery humeral condyle kit, unknown; cp562016, disc lt seg ulna 5x115mm, 50332. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. X-rays were submitted to mmi for review. Overall fit and alignment of the implants is appropriate on most images. No obvious evidence for wear. Lucency is seen along the humeral component consistent with loosening. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. Lucency suggestive of loosening can be a contributing factor to the adl difficulty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01697; 0001825034 - 2018 - 01699; 0001825034 - 2018 - 04243; 0001825034 - 2018 - 04244. Product location unknown.

Event description:
It was reported that the patient reported being unable to do the following; open a jar, heavy chores, recreational activities, carry a bag, and wash back which limited daily activities. Subsequently, the patient was revised due to loosening and/or implant migration. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a left elbow surgery. As part of the study, the patient underwent a left elbow revision procedure. Subsequently, during a six month and one year follow up appointment, the patient reported being unable to do the following; open a jar, heavy chores, recreational activities, carry a bag, and wash back which limited daily activities. Subsequently, the patient was revised due to loosening and/or implant migration. No further information has been made available at this time.